Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screw has detached from the instrument and it remained in the patient's bone, it could not be removed from the patient.

Manufacturer narrative:
A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Per complaint the speedscrew was prematurely detached. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: warning: use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.